Event description:
It was reported that the patient was referred for a lead and generator replacement and the reason for the replacement was initially unknown. Further follow-up found that high impedance was observed during a routine office visit. The generator was then disabled. The patient underwent lead and generator replacement surgery. The explanted products were received and are currently pending product analysis.

Manufacturer narrative:
Methods: this information was inadvertently left off on mfg. Report #0. Results: this information was inadvertently left off on mfg. Report #2.

Event description:
Product analysis was completed on the explanted generator. The generator was successfully interrogated and the battery indicator was ifi = no. Analysis found that the generator performed according to functional specification. The internal data on the generator was reviewed and it indicated that the last >25% change in impedance occurred on (B)(6) 2016. The prechange value was 6,673 ohms and the post change value was 8,660 ohms. Both values are outside of the acceptable range for impedance value.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the received lead. Upon receipt it was noted that the lead was received in five portions. Visual analysis found that in two of the lead portions the quadfilar coils were fractured. Scanning electron microscopy was performed on the received lead portions. It was noted that there was evidence of pitting which indicated that stimulation was being provided to the lead after the fracture had occurred. The mechanism of the fractures appeared to be stress induced. Additionally, bodily fluids were found inside the inner tubing and it appeared that abraded openings in the inner and outer tubing had created a path of entry for the fluid. The cause of the abraded openings appeared to be normal wear. Analysis confirmed the presence of the lead fracture and additionally found evidence of pitting and abraded openings in the lead's inner and outer tubing.